Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is at medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had the ins for around 1 year at the time of the report. They experienced a warm sensation around the ins during recharging, which improved when the recharging speed was reduced. Additionally, there was a feeling of overstimulation in the lower leg, one time quite suddenly in the night. The individual had been having unusually stressful and exhausting days with much standing and lifting. The answer from patient services to the patient is that a warm sensation is unusual. It was suggested that the warm sensation could be due to either the recharger or the ins itself, and the overstimulation might be related to the unusual exertion (in which case it should be better when the patient rests) or a technical issue (in which case the issues should be recurring). The individual was advised to schedule an appointment at the clinic to discuss potential medical reasons with the healthcare provider and have the system checked by the manufacturer representative.